Manufacturer narrative:
Patient information - unknown. Occupaton - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information provided indicates that a procedure was performed on (B)(6) 2020, utilizing the surelok mis 3l pedicle screw system. The rod was assembled onto the inserter and the surgeon was threading it through the mis screw towers and on its way down to seat it, the cl rod inserter (63-sp-9005) broke upon maneuvering. The tip was recovered and the rod was successfully placed using a kocher. There was a thirty (30) minute delay to the procedure due to having to retrieve the broken tip and use the kocher for rod insertion.

Event description:
Information provided indicates that a procedure was performed on (B)(6) 2020, utilizing the surelok mis 3l pedicle screw system. The rod was assembled onto the inserter and the surgeon was threading it through the mis screw towers and on its way down to seat it, the cl rod inserter (63-sp-9005) broke upon maneuvering. The tip was recovered and the rod was successfully placed using a kocher. There was a thirty (30) minute delay to the procedure due to having to retrieve the broken tip and use the kocher for rod insertion.

Manufacturer narrative:
H3 device evaluation - the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible and the gold knob freely turns, driving the center shaft in and out. The condition of the fracture location is in agreement with the results concluded in the attached report 1116191-cn04-rev0 in which the inserter is overloaded to 160 in-lbs. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument.